Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio did observe that the customer had batteries that were depleted. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not power on completely. The customer advised that the device would flash but would not complete a boot cycle, and then would power off. There was no patient use associated with the reported event.